Event description:
The customer stated that a false negative prism (B)(6) result of 0.40 s/co was generated. The patient has a history of a positive (B)(6) result in 2010 on the axsym analyzer. The patient was also tested using other analyzers (architect) generating negative results of 0.66 ((B)(6) 2015), retested: 0.62 ((B)(6) 2015), 0.61((B)(6) 2015), and 0.57 ((B)(6) 2015). The sample was also processed on two additional architect analyzers at another laboratory and results of 0.30 and 0.35 s/co were generated on one analyzer and 0.64 s/co on the other analyzer. An immunoblot was run (innolia hcv score) and was positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2015-00035. On july 7, 2015 it was identified that: the incorrect manufacturing location was documented. This report was generated to document (B)(6) as the manufacture location. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(6). (B)(4). Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 45613li00. The testing met the acceptance requirements which indicated that the lot is performing as expected. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism (B)(6) reagent list number 06a52, lot 45613li00, was not identified.